Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared end of life (eol) due to an extended charge time measurement of 35 seconds. The current monitoring voltage was 2.16 volts. The patient had not had their device checked in three years and had recently reported feeling dizzy. A boston scientific crm technical services consultant recommended device replacement since the device would go into storage mode at 2.15 volts. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the device was explanted and replaced with another manufacturer's device. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.